Manufacturer narrative:
Concomitant medical products: d224drg ICD, implanted (B)(6) 2014.

Event description:
It was reported that patient experienced pacemaker syndrome due to unnecessary right ventricular pacing for sick sinus syndrome. It was confirmed that the right atrial (ra) lead had fractured. High impedance and noise was also noted. The lead was capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.